Event description:
It was reported that the insulin gauge was inaccurate and that the pump battery was depleting quickly. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty and that the pump touch screen was unresponsive.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.